Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in fair condition with no visual damages. Reported problem was able to be duplicated during power-up test. Lcd was missing segments. The root cause of the reported issue was normal wear and tear. Faulty liquid-crystal display (lcd) on print circuit board was found. Actions were taken to mitigate the reported issue: due to the age, device is deemed beyond economical repair and will be scrapped. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the device has bad liquid-crystal display. No patient injury was reported.